Event description:
Since getting the essure birth control, I have experienced many side affects. Heavy bleeding during periods. Periods lasting for two weeks at a time. Blood clots the size of golf balls. Extreme pain in my lower stomach area. Constant breast pain. Cyst always appearing, I take care of it and then a new one appears. Since having essure, I have become very depressed to the point of attempting to committed suicide and resulted in my children being taken out of my care. I'm now having to be on medication. I always have headaches along will entire body aches. I have gain a lot of weight since having essure and can not loose weight no matter how hard I try. Essure has definitely ruined my life in many ways. I had to hire a lawyer to get back my kids and now going on two years without my baby's. Now as of (B)(6), have not had a period still achy everywhere, not sure if I am pregnant or not. This definitely needs to be taken off the market. (B)(4).